Event description:
It was reported that the pt underwent a spinal surgery. It was reported the tip of the driver broke off in the pt. The broken tip was removed from the pt. No pt complications were reported.

Manufacturer narrative:
(B)(4): this part is an eval device and is not approved for use in the u.s. Neither the device nor applicable imaging films were returned to the MFR for eval, therefore, the cause of the event cannot be determined.